Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 until the pump was replaced on (B)(6) 2025. The event occurred on 2025-03-30, which is (21 days) after the pump was placed on the patient and continued to remain on the patient for a further 1 day until the pump was exchanged. We have reviewed the production records of the excor blood pump and concluded the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc (bhi) clinical affairs (ca) on 2025-03-31 regarding a pump change. Upon further conversation with the site and the review of the pump change record, it was noted that the patient had a stroke. On (B)(6) 2025, the patient had bilateral lower extremity twitching, right sided weakness, and right sided facial drooping. The patient remained alert and responsive with equal pupils, but symptoms persisted. CT scan results showed multifocal acute infarcts in the middle cerebral artery (mca). Left greater than the right. No hematoma or midline shift. Severe stenosis vs. Occlusion at the left mca trifurcation. According to the site, the excor blood pump performed as intended with complete filling and ejection. The pump was noted to have fibrin on the lateral cusp of the outflow valve.